Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 4-2mm amplatzer piccolo occluder was placed intraductal in a 1.8kg patient with a pda (length: 8.9mm, diameter at aortic ampulla: 3.2mm, minimal diameter: 2.9mm). The physician noted the device to be stable following release. On 06 november 2019, an echo revealed the device had embolized to the right pulmonary artery. The device was successfully retrieved using a snare though a 4f flexor sheath. A 5-2mm amplatzer piccolo occluder (lot number: unknown) was successfully implanted and the patient was reported to have remained stable throughout the procedure.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.